Manufacturer narrative:
The device and lens were returned separated. Inadequate viscoelastic is observed in the device. The plunger is oriented correctly. The plunger has been retracted to the "fill-to" line. The nozzle was removed and cleaned for further evaluation. The lens was evaluated. Viscoelastic was observed dried on the lens. The lens was cleaned with lphse. One haptic gusset area is scuffed. No other damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. A nonqualified viscoelastic was indicated. The reported event could not be verified. The lens was not returned "stuck" in the device. The lens dimension (plan view) are acceptable using an approved template. One haptic gusset area was scraped. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported event may be related to a failure to follow the dfu, inadequate viscoelastic was observed in the device. If the device is underfilled with viscoelastic this will result in inadequate coverage of the lens and lens fold path with ovd. The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). In addition, a non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. There are no other complaints in the lot. (B)(4).

Event description:
A surgeon reported that when an intraocular lens (iol) was being injected into a patient's eye, the lens became stuck. There was patient contact but no patient harm. Another lens was implanted instead.